Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: migrated out of the left fallopian tube') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pain pelvic") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data which was previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia. Negative for dysplasia and malignancy myometrium: leiomyomata, up to 3.0 cm in greatest diameter. Adenomyosis. Single benign detached fallopian tube with a benign mesonephric duct remnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received :this case was updated from other event to incident. Following events were added : abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migration of essure device location of device: migrated out of the left fallopian tube. Concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: migrated out of the left fallopiian tube/migration of essure device/left essure coil migrated and not able to locate it/right essure wire not appearing within fallopian tube') in a 38-year-old female patient who had essure (batch no. 753644) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pain pelvic") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, mood swings, weight increased, vaginal discharge, fatigue and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data which was previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test discrepancy noted for essure insertion (B)(6) 2012 (as per pif) and removal date ((B)(6) 2012) as per pif. Right: 1 trailing coil, left: 2 trailing coils on (B)(6) 2012 left fallopian tube was isolated. The tube was completely fulgurated in 2 contiguous areas using the bipolar forceps. The tube was not transected in the coagulated area. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occlude left essure coil migrated and not able to locate it; on (B)(6) 2011: abnormal study with the right essure wire not appearing to be within the fallopian tube. Pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia. Negative for dysplasia and malignancy myometrium: leiomyomata, up to 3.0 cm in greatest diameter. Adenomyosis. Single benign detached fallopian tube with a benign mesonephric duct remnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Reporter information, lot number, lab data added. Date of insertion, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: migrated out of the left fallopiian tube/migration of essure device/left essure coil migrated and not able to locate it/right essure wire not appearing within fallopian tube') in a 38-year-old female patient who had essure (batch no. 753644) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pain pelvic") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, mood swings, weight increased, vaginal discharge, fatigue and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data which was previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test discrepancy noted for essure insertion (B)(6) 2012 (as per pif) and removal date ((B)(6) 2012) as per pif. Right: 1 trailing coil, left: 2 trailing coils. On (B)(6) 2012 left fallopian tube was isolated. The tube was completely fulgurated in 2 contiguous areas using the bipolar forceps. The tube was not transected in the coagulated area. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occlude left essure coil migrated and not able to locate it; on (B)(6) 2011: abnormal study with the right essure wire not appearing to be within the fallopian tube. Pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy. Cervix: squamous metaplasia. Negative for dysplasia and malignancy. Myometrium: leiomyomata, up to 3.0 cm in greatest diameter. Adenomyosis. Single benign detached fallopian tube with a benign mesonephric duct remnant. Lot number: 753644 manufacturing date: 2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: migrated out of the left fallopiian tube/migration of essure device/left essure coil migrated and not able to locate it') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pain pelvic") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, mood swings, weight increased, vaginal discharge, fatigue and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data which was previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test discrepancy noted for essure insertion (B)(6) 2012 (as per pif) and removal date ((B)(6) 2012) as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occlude left essure coil migrated and not able to locate it. Pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia. Negative for dysplasia and malignancy myometrium: leiomyomata, up to 3.0 cm in greatest diameter. Adenomyosis. Single benign detached fallopian tube with a benign mesonephric duct remnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: migrated out of the left fallopiian tube/migration of essure device/left essure coil migrated and not able to locate it') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). In january 2012, the patient had essure inserted. In february 2012, the patient experienced pelvic pain ("physical pain/pain pelvic") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In april 2012, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In february 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, abdominal pain lower, weight increased, vaginal discharge, fatigue and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data which was previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2012: essure device was successfully occlude left essure coil migrated and not able to locate it. Pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia. Negative for dysplasia and malignancy myometrium: leiomyomata, up to 3.0 cm in greatest diameter. Adenomyosis. Single benign detached fallopian tube with a benign mesonephric duct remnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received- new events mood swings, migraines / headaches, vaginal discharge, fatigue, weight gain, lower abdominal pain were added. Outcome of pelvic pain updated to recovering / resolving. Height were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: migrated out of the left fallopiian tube/migration of essure device/left essure coil migrated and not able to locate it') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("physical pain/pain pelvic") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, depression, anxiety, mood swings, weight increased, vaginal discharge, fatigue and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data which was previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test discrepancy noted for essure insertion (B)(6)2012 (as per pif) and removal date (B)(6)2012) as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: essure device was successfully occlude left essure coil migrated and not able to locate it. Pathology test - on (B)(6)2018: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia. Negative for dysplasia and malignancy myometrium: leiomyomata, up to 3.0 cm in greatest diameter. Adenomyosis. Single benign detached fallopian tube with a benign mesonephric duct remnant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for the events pertaining to pelvic and bleeding updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.